Event description:
It was reported that at follow-up, an increase in impedance was noted. Externalized conductors were observed via x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.